Event description:
It was reported, "when the client performed the hong kong needle puncture, the patient complained of pain, and after the needle was removed, it was found that there were fine burrs similar to barbs at the tip of the hong kong needle, and then the new hong kong needle was replaced to successfully complete the puncture 1." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a small burr at the end of the needle tip of an infusion set is confirmed and was determined to be use-related. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation showed some use residues throughout the returned infusion set. The needle cover was returned attached to the needle, and the needle safety mechanism was not engaged over the needle tip. The needle tip appeared to be dull or bent during an initial visual observation. A microscopic observation revealed small scratches along the needle shaft. The needle tip was observed to be barbed. The complaint of a barbed needle tip is confirmed. Improper insertion technique including hitting the back of the port during insertion may cause the needle tip to bend. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "when the client performed the hong kong needle puncture, the patient complained of pain, and after the needle was removed, it was found that there were fine burrs similar to barbs at the tip of the hong kong needle, and then the new hong kong needle was replaced to successfully complete the puncture 1." No other information was provided.